Manufacturer narrative:
Device was used for treatment not diagnosis. This report is for an unknown angular stable tomofix plating system. Additional product code for this report include hwc. UDI: unknown part number, UDI is unavailable. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: egmond, n., stolwijk, n., van heerwaarden, r., van kampen, a., keijsers, n. (2016) gait analysis before and after corrective osteotomy in patients with knee osteoarthritis and a valgus deformity. Knee surg sports traumatol arthrosc. The purpose of the study was to evaluate changes in gait and clinical outcomes after a varus-producing osteotomy in patients with lateral osteoarthritis (oa) of the knee and a valgus leg alignment and compare these to a normal control group. The study was conducted between 2006 and 2008. A consecutive series of 12 patients participated in this study. Patients had been indicated for a single-level or doublelevel varus osteotomy because of lateral oa of the knee and a valgus alignment. Ten healthy control subjects participated in the study. All osteotomies were fixed with angular stable (tomofix) plates. One patient underwent a pseudoarthrosis repair 6 months postoperative. This report is for an unknown angular stable tomofix plating system. This is report 1 of 1 for (B)(4).